Event description:
It was reported that during an unknown procedure "1.in the middle of case the device showed no function 2. Not well formed b shaped staples." No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What device was used with this reload? On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? If echelon, during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Damaged cartridge and damaged one piece sled. Additional information was requested and the following was obtained: what device was used with this reload? Echelon flex. On what tissue type was the device used? Lung. At what location on the tissue? Doctor forgot it. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Doctor forgot it. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Doctor forgot it. If echelon, during which stroke did the event occur? Doctor forgot it. What other color cartridges were used before and after this event? Doctor forgot it. Was buttressing material utilized? Doctor forgot it. If so, which product? Was the instrument fired across or near an existing staple line or clip? Doctor forgot it. Were any unexpected noises heard? Doctor forgot it. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Doctor forgot it. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Doctor forgot it. Was there any difficulty removing the device from the tissue? Doctor forgot it. The analysis results showed that one was returned with the cartridge deck and one piece sled damaged; additionally, the reload was received partially fired and the cartridge tabs were damaged. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.